Event description:
It was reported that oversensing of noise and inhibition observed. Noise was reproduced in clinic. A new lead was initially implanted, but acceptable thresholds could not be obtained, so the original lead was reconnected to a new ICD. The device was explanted.

Manufacturer narrative:
Analysis was normal. No anomalies were found in the laboratory.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.